Manufacturer narrative:
E1 patient country austria.

Event description:
Reference number (B)(4). Event occurred in austria. It was reported that the patient that an old infusion site has been inflamed for 2 days. Patient treats the infusion site with baneocin ointment. No further information available.